Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic dissection using two gore® tag® thoracic endoprostheses (tgt4020/ 7894881, tgt4015/7513297).on (B)(6) 2010, the patient was discharged. The aneurysm measured 60 mm at time of discharge.subsequent follow-up examinations revealed that no health hazard was found. The physician continued to monitor the patient.on (B)(6) 2012, it was reported that stent graft infection was found. The cause of infection and additional therapy were unknown. No further information is available.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. W.